Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3682 showed one similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2020, the patient needed to insert a PICC catheter due to chemotherapy for esophageal cancer. The catheterization process went smoothly. The catheter was inserted with a length of 39cm, exposed 5cm, and a total length of 44cm. During the period of taking the tube, he was hospitalized and maintained in the fourth tumor ward, and there was no abnormality. Patients in the interval of chemotherapy are mainly maintained in hospitals. On (B)(6) 2021, the patient developed slight swelling and pain in the right forearm after infusion of ordinary liquid, and the left and right arm circumferences were 22cm/24cm respectively. The doctor recommended vascular ultrasound examination. On (B)(6) 2021, vascular ultrasound indicated that the patient had thrombosis in the brachial vein and axillary vein of the upper extremity on the catheterized side. The doctor ordered anticoagulant thrombolysis and other treatments. During this period, the patient did not use a catheter. At 10:14 on (B)(6) 2021, the patient¿s PICC catheter has a good appearance, 3cm exposed, and no local redness, swelling, exudation and other discomfort. The left and right upper arm circumferences are 23cm/24cm respectively. The dressing is routinely changed today, and the dressing is replaced after disinfection. There was no return of blood after the heparin cap was drawn back, and no swelling was seen after the injection of 4 ml of normal saline. Remove the PICC film. When preparing for disinfection, the exposed part of the catheter and the 2cm inside the body are completely disconnected, automatically slide out, immediately brake, pressurize the axillary tourniquet to prevent the catheter from shifting, report to the doctor, give ultrasound exploration of the axillary vein and clavicle vein there is no obvious catheter shadow inside, immediately report to the head nurse, section director and nursing department, start the emergency plan for catheter interruption, contact the interventional department and other departments for joint consultation, give it a supine position, strictly immobilize, and ECG monitoring shows heart rate and saturation the degree is normal. During the whole process, the patient was conscious and had no embolism manifestations such as chest tightness, chest pain, or dyspnea. 13:00 dsa removed the tube, the process went smoothly, and the tube was completely removed. The total length is 44cm. The family members have been checked and confirmed, and reported to their superiors to report adverse events.